Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, and anxiety/textured.

Event description:
Healthcare professional reported left rupture, capsular contracture baker grade iii, and "textured to smooth due to concern". Device has been explanted and replaced.